Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high thresholds were noted on the right ventricular (rv) lead. The lead was repositioned and remains in use. Post revision, t-wave oversensing (twos) was noted. The lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead impedance warning, non-capture and a polarity switch occurred. The lead remains in use. No patient complications have been reported as a result of this event.